Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time. Section e additional contacts: (B)(6).

Event description:
The complaint/event involved a microclave® connector that was reportedly leaking after the infusion set was connected. There was no report of human harm.